Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient just received a replacement ins recharger (insr) because he lost his and is not able to charge his device. Patient confirmed the insr is charging from the wall but isn't able to turn on the insr. Patient confirmed he was able to start a charging session while on the call. Patient stated he is getting 0 coupling bars and can't turn on stimulation on. Patient stated he is in so much pain his entire back area because he can't use the stimulator. Patient tried getting into different positions and turning antenna dial. Patient stated after lying down, he is now seeing 6 bars. Patient stated the ins battery is blinking at the 25% mark. The issues was resolved at the time of the call. The patient also mentioned they have an intrathecal pump from another manufacturing. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported the patient had called back. The patient stated he has been charging since (B)(6) and is not able to use his device. Patient stated screaming and swearing, the call was ended. No further information was reported.